Manufacturer narrative:
Additional information reported to philips stated that the incident occurred during a procedure for a cardiac valve replacement. The physician elected to proceed with the treatment without the use of live image guidance, as they decided that they could not wait for the system to reboot. The physician advanced the wire through the anatomy and deployed the valve implant. The aorta vessel was dissected when the wire was withdrawn. A mobile device was used to generate images to repair the artery and complete the case. The current status of the patient is stable. Patient outcome code and health impact code have been updated as per the additional narrative.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during a cardiac valve replacement procedure. The customer attempted to reboot the system, and after the second reboot, functionality was regained. However, the physician elected to proceed with the treatment without the use of live image guidance, as they decided that they could not wait for the system to reboot. The physician advanced the wire through the anatomy and deployed the valve implant. The aorta vessel was dissected when the wire was withdrawn. A (non philips) mobile device was used to generate images to repair the artery and complete the case. The patient was reported to be stable. Analysis of the system¿s log files identified a pattern consistent with an intermittent issue in the cable or in the microswitch of the wired footswitch. A philips field service engineer (fse) analyzed the system on site and replaced the footswitch, which resolved the issue. Philips has subsequently initiated a medical device correction (2023-igt-bst-004) to address this issue. The correction was implemented on the system, which was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code / patient outcome code were corrected.

Event description:
It was reported to philips that the system's wired footswitch wasn't releasing, causing failure of the x-ray's to be produced. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the wired foot switch. The device was returned to expected functionality.